Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an air in line (ail) printed circuit board (pcb) out of calibration. To correct the condition, the ail pcb was recalibrated. If any additional information is received, a follow up MDR will be sent. During a product evaluation by baxter personnel, a colleague infusion pump was found to have experienced a failed rit test of air in line.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a product evaluation by baxter personnel, a colleague infusion pump was found to have experienced an air in line test alarm. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.